Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Review of the logfile shows a gap in the logfile data which indirectly shows malfunction related to booting. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer stated the system was unable to boot up and the customer attempted multiple reboots without success. The rse requested onsite support. On further troubleshooting, the philips field service engineer (fse) checked the system onsite and found that hd1 was powered off. The fse swapped the hd1 hard drive with the hd2 hard drive and found the hd1 hard drive to be defective and replaced the hd1 hard drive. After replacing the hd1 hard drive the suite pc was still unable to boot. To resolve the issue, the fse performed software installation fresh and the backup was restored. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The user performed a restart, but the issue persisted. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint